Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.

Event description:
In a scientific publication, cetin 2019, "evaluation of clinical results of proximal femoral nails in intertrochanteric fracture treatment evaluation" it was reported that a patient presented a fissure on the nail distal screw and this was treated with a plaque and cables, leaving the nail in place.